Event description:
It was reported that the patients spinal cord stimulator system was not working anymore. The patient underwent an explant procedure wherein all device components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 20266609.